Manufacturer narrative:
The company representative tested iabp and could not duplicate failure and observed the leak in iab circuit in the fault log. Performed all leak tests and performance tested and safety tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "leak in iab circuit" alarm. No patient injury was reported